Event description:
It was reported that the right atrial (ra) lead dislodged during the prophylactic removal of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).